Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the implant procedure, this lead exhibited high out of range pace impedances of greater than 2000 ohms. The lead was removed and replaced successfully and no further issues were noted. No adverse patient effects were reported.